Event description:
It was reported to philips that the ac module was removed and the device was on battery power, however, the device shut down. The device was not in use on a patient, no adverse event involving patient or user was reported.